Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased architect troponin result on one patient. The results provided were: (B)(6) on (B)(6) 2017 initial = 10.3ng/ml (diagnostic cutoff =male 34.3ng/l; female 15ng/l) /after qc was seen to be out of range the customer repeated the sample = 460.3ng/ml. The patient was admitted to the hospital and another sample was drawn on (B)(6) 2017 which generated a troponin result of 260ng/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Abbott field service performed various troubleshooting measures relative to the discrepant troponin result and replaced the arc, probe (list number 08c94-47). Service then verified the system was functional with a control run. A review of the architect (B)(4) service history identified no contributing factors on or around the date of the complaint, and there have been no subsequent contacts from the customer regarding erratic/discrepant results the arc, probe was replaced. A review of the architect system operations manual provides information for the troubleshooting and maintenance concerning erratic / discrepant results, including, but not limited to, the troubleshooting performed by service. A review of the complaints and tickets for the i2000sr revealed no issues or trends associated with the erratic result issue described in this complaint. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.